Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure the stent embolized and a dissection was noticed. The lesion was a heavily calcified, 90% stenosed, ostial segment of the right coronary artery (rca). The physician used a rotablator and then tried to place a 2.5x12mm taxus express2 drug eluting stent in the rca but was unable to cross the lesion. After several attempts to cross the lesion with the stent catheter the stent embolized into the rca and a dissection was noticed. The physician removed the stent with a snare and then placed a vision (unknown size) to repair the dissection. The lesion was post dilated. There were no other complications and the patient is ok.

Manufacturer narrative:
Product analysis could neither verify nor deny the stent embolism as stated in the complaint. Product analysis did verify damage to the returned stent. The stent attached to a snare wire was returned for analysis and damage was observed on the snared end. The stent struts were bent, crushed. The end at which the stent is damaged can not be determined as it is not documented in the complaint description which end of the stent was snared. The opposite end of the stent was still in a pre - inflated profile, undamaged indicating that that end of the stent was no exposed to any positive pressure which would have expanded the end of the stent. As the delivery device was not returned for analysis the cause of the stent embolism could not be determined. The cause of the stent embolism and stent damage difficulties experienced during the procedure could not be determined. The manufacturing records for top assembly batch 8464544 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number.